Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient showed up in the ER with a dislocated hip. Surgeon couldn't reduce and decided to revise patient's left hip. Rep reported that implants, x-rays, and medical records are not available due to hospital policy.